Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up post-implant procedure. Upon review, it was revealed that the left ventricular lead exhibited loss of capture. Dislodgement was noted on xray. No interventions were made at this time. The patient was stable and will continue to be monitored.